Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The device was reprogrammed. The patient will continue to be monitored.